Event description:
It was reported that a malfunction occurred on the customer¿s pump. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use multiple daily injections (mdi) as a backup therapy and was sent a replacement pump. The customer was instructed on how to put the old pump into storage mode and is expected to return it to tandem using the provided return box and pre-paid label.